Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 41786 on boot up. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D3: manufacturing plant address, plant city, zip code- corrected. H3: the suspected device was returned for evaluation. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to faulty pwa board. The pwa board was replaced. The device passed all functional tests after the repair.